Event description:
Reference number (B)(4). Event occured in japan. It was reported that the patient faced three infusion sets cannula bent events on (B)(6) 2026. The blood glucose level was 600mg/dl and treated with bolus and pen. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.